Event description:
Information received indicates the hcp observed a blood leak at the gas outlet port of the device during the case. The unit had been in service for several minutes at the time of change-out. No patient consequence was reported.

Manufacturer narrative:
F.10 - codes: pt code: #2199 - na. Device codes: #1354 - labeled, #1530 - labeled. H6 codes: evaluation method code: #86 other = device history reviewed. Results code: #100 other = device history review found the product met specifications when released for distribution. Conclusion code: #68 other = cause of event has not been determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a." H3 analysis: investigation reveals a blood leak exiting the gas port of the device. Destructive analysis shows a blood stained area on the inside surface of the envelope (membrane), located at the side seam. Additional microscopic inspection of the membrane noted a hole in the area near where the cut in the outer wrap was observed. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event. Product evaluation is inconclusive; we are unable to relate findings to a specific cause.